Event description:
It was reported that the ilet pump¿s lcd screen was cracked and nonfunctional after the user likely applied external pressure while working on the ground, which is consistent with physical damage to the display assembly. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included provision of a replacement ilet and instructions for return of the damaged unit. Investigation included review of the user¿s account of use conditions and damage mode evaluation through complaint handling and inspection of the returned device . Investigation of this device revealed damage to the screen consistent with external mechanical stress, with no evidence of device malfunction or performance failure beyond the physical breakage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.